Manufacturer narrative:
(B)(4). The customer reported the device failed to detect the defib test load. The defib test load is used during user initiated testing only. There was no report of pt involvement. Philips evaluated the device and found that the device has the related symptom of critical pads ECG signal noise. Philips resolved this issue by replacing the power pca.

Event description:
The customer reported the device failed to detect the defib test load.